Event description:
The pt received his scs system on an unk date. On (B)(6) 2009, it was reported that the ipg would not communicate with the pt programmer. The ipg did communicate with the charging system correctly. A new pt programmer was used without success. The ipg was explanted but not returned to ans for eval. No further info is available.

Manufacturer narrative:
(B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.